Event description:
The hospital reported during a case in or they experienced pressure loss. Noticed that the tubing of the circuit has what appeared to be a two inch burn. Replaced the circuit with no harm to pt. Note: co's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts.